Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and three non-edwards three-way stopcocks was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 40 cm and 85 cm proximal from tip. The catheter was connected to vigilance ii monitor and "check thermistor connection" error message was shown. The thermistor circuit was found to have a full open condition. No visible inconsistencies were noted inside the thermistor connector when cutting open the connector. Continuity testing to the distal side of the thermistor circuit revealed a full open condition at the thermistor bead. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 40.17 ohms. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage or inconsistency to the catheter body, balloon, or returned syringe was observed. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of inability to measure cco was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. An unstable baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is obtained. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the swan ganz catheter was unable to measure cco during use. The 70-cc2 cable and vig2 monitor were exchanged but the problem was not solved. The blood temperature was constantly unstable and varied in low value, ranging from single digit degrees c to 20 something degrees c. It is unknown whether the error message was displayed or not. There were no patient complications reported.